Event description:
I need contacts for both eyes, but I had lasik on my right eye only due to my flexible spending account situation. I now have a harder time seeing out of that eye at night because of the starbursting that was supposed to go away after I stopped using the medicated eyedrops. The doctor told me it would be a day or two after I stopped using the eyedrops that my starbursting would go away. It has now been three weeks since surgery, and there is no improvement with the starbursting. My left eye still sees normally at night when I wear my contact. My right eye vision has been corrected, but I notice smaller starbursts during the day and big starbursts at night. I was planning to have the left eye done as well, but I don't want to do it until I know my right eye night vision improves. I might be part of the 5% who experience permanent starbursting after the surgery since the effect is taking longer to go away than the doctor expected. I have a true before and after comparison and I am not yet satisfied with the results.